Event description:
The customer reported: "first one opened and did not apply clips, tried a second one, same problem again. Tried different box and they worked." No patient injury reported. Patient current condition listed as fine.

Manufacturer narrative:
Sample not received by manufacturer yet. DHR investigation did not show issues related to complaint. The complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.